Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pancreaticoduodenectomy, before detaching the ileum, the two blue staples were used normally with the handle. When using the 45mm reload, the surgeon was able to press the green button but handle could not be squeezed. The device did not fire. A new handle and reload were used to resolve the issue. There was no patient injury.